Manufacturer narrative:
(B)(4). The reported condition has been confirmed but not duplicated. The assignable cause is faulty phm (pumphead module) assembly. The phm assembly has been replaced.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service on 05-23-2007, 10-27-2005, 08-04-2005 and 12-02-2003 the pumphead module was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
During a review of the event history for another report, it was discovered that failure code 810:03 occurred twice on (B)(6) 2010 during an infusion which caused an interruption during delivery. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.